Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "no complaint against the device". Later healthcare professional reported "biocell recall case is coming up. Patient will have to remove textured saline implants to replace smooth silicone implants". Later healthcare professional reported "deflation". This is for the right side. Device was explanted and replaced and will return.

Event description:
Patient reported "no complaint against the device". Later healthcare professional reported "biocell recall case is coming up. Patient will have to remove textured saline implants to replace smooth silicone implants". Later healthcare professional reported "deflation". This is for the right side. Device was explanted and replaced and will return.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed multiple openings through microscopic inspection 1 opening assessed as unidentified (tear) opening and 1 opening assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and broken of plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.